Event description:
On 15-apr-2026, it was reported by a sales representative via (B)(4) that an ar-200sp spray clip from mis console was broken when putting the handpiece in. Noticed during a case and able to be completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.